Event description:
It was reported that: a patient was using a c1000t portable liquid oxygen device. The patient laid the device on her lap. A time later, the patient noticed a wet spot on her pants. Later that same day, the patient discovered a discoloration on the skin of her leg. The area was treated topically by her home nurse.

Manufacturer narrative:
The device has not been returned for evaluation. Product labeling warns: "keep and use this equipment in an upright position at all times. If the stationary or portable unit is turned over, gaseous or liquid oxygen will escape. Should a liquid spill occur, ventilate the area by opening doors and windows and call your liquid oxygen supplier immediately. Restore your portable to the upright position, avoiding contact with cold parts." "Do not touch liquid oxygen or parts that have been in contact with liquid oxygen. Liquid oxygen is extremely cold (-297 degrees fahrenheit/-183 degrees celsius). When touched, liquid oxygen or parts of the equipment that have been carrying liquid oxygen, can freeze skin and body tissue.